Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-33312, 1627487-2020-33313, 1627487-2020-33314. It was reported that the patient has not used their system in years. The patient may undergo surgical intervention to explant the system. Further information is pending. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Event description:
Additional information revealed that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
H6 - adverse event problem - updated clinical, health impact and device codes to reflect patient stopped charging.

Manufacturer narrative:
The event of system to be explanted was reported to abbott. The patient has not used their system in years. The patient may undergo surgical intervention to explant the system. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information is pending follow-up with the hospital. Additional information was not provided.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information revealed that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted.